Manufacturer narrative:
Investigation: one photo which displays several optima adapters was provided to our quality team for investigation. Through visual inspections, variations of color between the membranes of the different adapters can be observed. A device history review was performed for lot 2002104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for visual inspection. Using magnification, a slight variation in color can be observed although it is not visible without the enhanced magnification. Visual inspections of the product, including the membrane, is performed throughout manufacturing. Color variations in the membrane is expected based on several factors including, no colorant is added to raw materials making the color more prominent, variations in raw material from batch to batch, and normal changes in color that can over the membrane shelf life. Based on the available information , no failure in the manufacturing process can be identified at this time.

Event description:
It was reported that 2 bd phaseal¿ optima infusion adapters (c100-o) from lot 2003101 and 1 adapter from lot 2002104 were compared and found to have "varying colours of rubber." The following information was provided by the initial reporter: "two c100-o adaptors of the same lot: 2003101 exp feb 28 2021 which have varying colours of rubber."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2003101, medical device expiration date: 2021-02-28, device manufacture date: 2020-03-12. Medical device lot #: 2002104, medical device expiration date: 2021-04-30, device manufacture date: 2020-03-10. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd phaseal¿ optima infusion adapters (c100-o) from lot 2003101 and 1 adapter from lot 2002104 were compared and found to have "varying colours of rubber". The following information was provided by the initial reporter: "two c100-o adaptors of the same lot: 2003101 exp feb 28 2021 which have varying colours of rubber"